Manufacturer narrative:
This supplemental report was created to update a tab: patient information and g2: report source. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicated that the patient was given oral therapy. There were no additional adverse patient effects reported. This ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicated that the patient was given oral therapy. There were no additional adverse patient effects reported. This ra lead remains in service.